Manufacturer narrative:
Device will not be returned. When additional information becomes available, it will be provided on a supplemental report. Device discarded/disposed by scrub nurse.

Event description:
Patient presented to surgeon several months ago with increasing pain in prosthetic shoulder joint. Patient underwent removal of anatomic shoulder replacement prosthesis due to rotator cuff tendon degeneration and loosening of glenoid component. Glenoid component became loose due to osteolysis behind the component, according to surgeon. A reverse shoulder replacement prosthesis was subsequently implanted.

Event description:
Patient presented to surgeon several months ago with increasing pain in prosthetic shoulder joint. Patient underwent removal of anatomic shoulder replacement prosthesis due to rotator cuff tendon degeneration and loosening of glenoid component. Glenoid component became loose due to osteolysis behind the component, according to surgeon. A reverse shoulder replacement prosthesis was subsequently implanted.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or any further information is provided, the complaint report will be updated.